Event description:
It was reported that the ilet user initiated an infusion set and cartridge supply change using incorrect steps and was on the fill-tubing phase instead of the beginning step; an agent provided troubleshooting and education to guide the user back to the start of the supply change process, after which no further assistance was needed. There were no reported adverse clinical effects. Outcomes included continued use after successful user education without alerts or alarms. Investigation included user interview and troubleshooting guidance focused on use error and procedural education. Investigation of this case revealed use error related to supply change sequencing for the infusion set and cartridge, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error due to incorrect operating steps.